Event description:
Infant needed IV started. Venoscope ii neonatal transilluminator used to aid site selection. Transilluminator off for most of the time during site selection. Nurse checked temperature of light on transilluminator several times; light not hot. However, light was held in place for 2 minutes during procedure. After task completed, an open and slightly weeping area noted in forearm with scant serous fluid and mild edema.

Manufacturer narrative:
(B)(6). During assembly two wires on the pc board to the led lights were reversed. Although the light passed the quality check we discovered that it would accumulate heat that was out of spec for the device. We replaced all of the lights in the affected batch. We replaced the user facilities device and, upon investigation, we discovered that they returned the wrong device. That is why the subject light was brighter than the other 2 lights that they have.